Manufacturer narrative:
Updated field- b4, d9, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) tested front-end board startup and test failed. Replace front-end board, calibrate transducer. Perform running test, confirm that symptoms do not reoccur, and return to customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on patient, internal test error code #12 occurred on cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury reported.